Event description:
As the rn was removing the epidural catheter from the pt, approx 3-4 cm of the catheter broke off and remained under the pt's skin. A neurosurgeon was consulted, had an x-ray taken and determined that no surgical procedure was neccessary and that the fragment would not be detrimental to the pt at this time. There was a small risk it would become infected or cause irritation and require removal in the future. Initially it was thought education on catheter removal may be needed; however, the catheter was removed by an experienced nurse with considerable experience in removing epidural catheters. An investigation and discussion by nurses led to the conclusion there may be a product defect.